Event description:
It was reported that the patient presented in clinic with premature ventricular capture. Upon interrogation, it was found that the right ventricular (rv) leadless pacemaker (lp) exhibited intermittent under-sensing and missing marker channels. No intervention was performed. There were no patient consequences.

Event description:
New information received notes that programming changes were made. Patient condition was stable throughout.